Event description:
Allegedly, screw end broke.

Manufacturer narrative:
Investigation is not complete. No serious injury occurred; therefore, no pt info is applicable. This is a reportable product malfunction. Additional info has been requested. Trends will be evaluated. Event code is addressed in package insert. This report will be updated, when the investigation is complete.